Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the planned revision procedure was performed. The rv lead was explanted and replaced without incident. The physician stated the lead issue was a clear case of clavicular crush and, as such, disposed of by the facility as the physician did not require additional analysis or explanation of the issue. No additional adverse patient effects were reported.

Manufacturer narrative:
A procedure to revise this system has been scheduled. This report will be updated upon receipt of additional information.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. The clinic had the patient perform a remote interrogation which indicated a number of non-sustained ventricular tachycardia events the previous evening. Electrograms (egms) were only available for the two most recent episodes, both of which showed noise that appeared to be originating from the mv sensor and resulted in oversensing and pacing inhibition for greater than 2 seconds at times. It was noted that the patient felt dizzy around that time but did not experience any syncopal events. The out-of-range impedances were also found to have triggered a pacing configuration change from bipolar to unipolar. The patient was seen in clinic and pacing inhibition in bipolar pacing configuration was confirmed in addition to the high pace impedance measurements. The patient was scheduled for a lead revision to take place in the near future. It was also noted that the patient did experience syncope despite earlier reports. No additional adverse patient effects were reported. This system remains in service at this time.